Manufacturer narrative:
Additional information: h3- device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic bent and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4-date of this report in initial MDR is corrected to (B)(6) 2020 b5- "the exchange resolved the problem." Needs to be inculded in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.5, -13.00/4.5/093 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to lens rotation and low vault. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date in the initial MDR is corrected to (B)(6) 2020. Claim# (B)(4).